Manufacturer narrative:
Investigation findings confirm that the episode was appropriately classified in the receiver log. The xhibit, central station audit logs for the dates and times associated with the complaint episodes could not be obtained. In the absence of any exceptions or error conditions and based on prior complainant site investigations, we know of no reason that alarm indications would not have been present at the central monitor at the time of the complaint episode as the alarm condition identified had been appropriately classified. This investigation is considered complete, and the issue closed.

Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2016 at 18:31:28, a telemetry patient experienced an episode of tachycardia that did not generate an audible or flashing visual alarm for high hr at the central station. No one was injured as a result of this event.